Manufacturer narrative:
Estimated as the actual date was not provided with initial report. The device is not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye cataract plus trabecular micro bypass stent system procedure, the physician observed one (1) of the two (2) stents malpositioned- placed in the cornea by another surgeon. Reportedly, the stent is immobile without impact to the patient. Per report, the patient was already aware and was told by the implanting surgeon that one of the stents was "too anterior and not optimally placed". Additional information is being requested.